Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeled adhesive around the objective lens and the scratch on the distal end, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeled adhesive around the objective lens and a scratch on the distal end. There was no patient involvement.